Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a suspected bluetooth malfunction. No intervention was performed. No patient consequences were reported.

Event description:
New information received indicates that the device exhibited excessive bluetooth telemetry. The device was reinterrogated and the issue was resolved.